Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the provided images from a computed tomography (CT) scan of the abdomen are reviewed. A vena cava filter is visualized at an appropriate location at the l3 vertebral column. The quality of the provided images is poor, and it does not appear that a venous contrast phase of imaging is provided. In the sagittal and axial views, it appears that some of the filter struts have perforated the vena cava. From the images provided, it is not possible to conclude if the filter struts abut or perforate local structures. Another observation is that the vena cava diameter in this patient is small. Based on the image review, perforation of the inferior vena cava can be confirmed. Based on the provided medical records, approximately, eleven months and fifteen days post filter deployment, computed tomography of the abdomen and pelvis with intravenous contrast was performed for the patient with significant swelling and pain which in comparison to the prior study before implantation, indicated an infra renal inferior vena cava filter in place and that there was suspicion for infra renal inferior vena cava filter thrombosis with expansion. There was expanded appearance of both common iliac veins, external iliac veins and to some extent the common femoral veins with mild adjacent inflammation. There was suggestion of small amount of thrombus above the level of the inferior vena cava filter, below the level of the renal veins. On the next day, the patient had a consult for inferior vena cava thrombosis, thrombosis of the lower extremity deep and superficial venous segments, thrombosed inferior vena cava filter and the consultation note was revealed that the computed tomography of previous study showed thrombosis of the inferior vena cava starting at the level of the filter extending distally, suspicion for thrombus above the filter. Impression indicated thrombosis of the inferior vena cava, starting at the level of the filter extending distally into the iliac veins, extensive, deep vein thrombosis of the common femoral, deep femoral, femoral, popliteal, posterior tibial, peroneal veins in both lower extremities, including acute superficial venous thrombosis of the proximal greater saphenous veins bilaterally. It was also recommended that the patient has to be on lifelong anticoagulation, intervention not advisable or recommended, filter has to be left in permanently, thrombolytic therapy will not be of benefit and filter retrieval was not advisable and not feasible. On the next day, the inpatient rehabilitation communication stated that patient with deep vein thrombosis throughout, due to inferior vena cava filter clogged per computed tomography and ultrasound. This condition could cause significant swelling due to blocked filter, could lead to organ failure and filter not able to be repaired due to patient¿s medical status. Around, ten days later, the patient was reported to have right leg redness and swelling. Emergency department report indicated that patient has a known history of extensive bilateral lower extremity deep vein thrombosis with an occluded inferior vena cava filter, for which no surgical intervention or intravenous tissue plasminogen activator was an option. On the next day, the progress note/discharge summary indicated that inferior vena cava filter was old and cannot be removed. Around, seven months later, a computed tomography (CT) abdomen and pelvis demonstrated the superior extent of the inferior vena cava filter at mid l3 disc space and inferior extent at the mid-l4 vertebral body. Six prongs had perforated the inferior vena cava (ivc), with a maximum distance of 2mm. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and obstruction of inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7,d4(expiry date: 11/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records included images .the image review was documented in the medical records. Approximately one-year post deployment, CT scan revealed the thrombosis of the ivc, starting at the level of the filter extending distally into the iliac veins, with suspicion for thrombus above the filter. Eight months followed by; CT scan revealed that the filter at mid l3 disc space and inferior extent at the mid-l4 vertebral body. Also, it was observed that six of the filter limbs had perforated the ivc, with a maximum distance of 2mm. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.